Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Clinic notes received indicated that the patient was experiencing an increase in seizures. System and normal mode diagnostics were ok with an ifi=yes indicator of 8-18% battery. The patient was referred for generator replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.